Event description:
A malfunction on a pump was reported without any prior notable events. There was no adverse impact to the customer's blood glucose level. The issue displayed a malf 9 code and was resolved by providing the customer with pump reset information, allowing them to successfully reset the pump. The customer was informed to continue using the pump and advised to contact support if the code reappears, which they acknowledged and understood.